Manufacturer narrative:
Patient age was not available from the site.a medtronic representative went to the site to test the equipment. It was noted that the system had several patient exams still stored on the computer. The rep in-serviced the initial reporter on how to delete patient exams and free up memory. A system checkout showed that the equipment was fully functional. The reported event could not be duplicated by medtronic personnel. There were no further issues reported.

Event description:
A site representative reported that the cranial software became unresponsive during navigation and they were unable to select any buttons. They were not actively navigating any instruments when software became unresponsive. They had previously been able to navigate without any issues after registration. The status of both frame and probe were green but nothing tracked and nothing could be selected in the application. Control-alt-backspace did not respond and system was hard rebooted. The system was rebooted and then they were able to continue the case normally. There was no impact to the outcome of the patient.